Event description:
It was reported that air bubbles were observed within the infusion set tubing. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.